Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the tracheostomy cannula cuff was leaking during the chemotherapy. Filling the cuff did not help, and the cannula had been inserted 5 days earlier. The incident occurred in the hospital, and the device was operated by a healthcare professional. There was patient involvement, but no harm.

Manufacturer narrative:
Device evaluation: one picture and one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or replicated; due to this the root cause is unable to be determined.